Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that while trying to recharge the internal stimulator (ins), the controller would display errors such as poor recharge quality and to reposition the recharger (rtm) over the ins. Pt stated that they would reposition the rtm over the ins, however poor recharge quality would keep appearing on the controller. Pt stated that one time the controller said that it wasn't working and that they needed to call mdt; pss asked the pt if they recalled further screen details and pt stated that they couldn't remember. Pt stated that they couldn't get the ins to recharge; pt stated that yesterday they were able to get the ins to recharge up to 60%, however today they couldn't get the ins to recharge past 30% (pt noted that there wasn't a charge in the ins when they started recharging the ins today). Pt was trying to recharge the ins during the call and pt stated that recharging good was indicated, however pt stated that it wouldn't stay on recharging good f or very long before the charging connection was lost. Pt stated that if they could get recharging excellent to appear then the ins would recharge for awhile. Pss asked the pt if the rtm was getting hot while trying to recharge the ins; pt stated no the rtm cord doesn't get hot but that the rtm paddle would get warm. Pt then stated that the controller displayed system problem rm03 during the call. Pt stated that this issue first started about three weeks ago; pt confirmed that the issue started in the month of june. No symptoms/patient complications reported.